Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump gives error message ¿cassette not locked¿. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
One device was returned for repair. It was stated that pump gives error message ¿cassette not locked¿. It is the first time the device has been in service. Reported issue of cassette not locked verified upon performing functional test. Unit fails latch lock test; not recognizing both latch and lock function. Replaced latch flex sensor and the unit passed all functional tests.